Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 500mcg/ml at 125mcg/day. The patient was scheduled for a routine elective replacement indicator (eri) pump replacement and, at the replacement surgery, the catheter would not aspirate. The physician decided to replace the catheter due to being unable to aspirate. A 8780 catheter was placed. The existing catheter remained implanted and out of service. There were no signs or symptoms related to the issue; the patient stated that the therapy worked well. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was noted that the baclofen dose was 125mcg/day and was initially dropped to 50mcg/day after the catheter replacement. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709; serial#: (B)(6); implanted: (B)(6) 2000; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-aug-2002, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.